Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported unknown alarm. A review of the event history log did not reveal any keystrokes, programming, or use related events that would indicate and/or contribute to the reported problem. A visual inspection was performed with no issues noted. The power on self-test and a one hour therapy test were completed successfully. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Upon conclusion of the evaluation, the returned sample was determined to meet visual and functional product specifications. The evaluation was unable to duplicate the reported unknown alarm. The cause of the unknown alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro had an unknown alarm. The patient reported that the machine was beeping loudly. It was not specified when in the therapy this occurred. There was no patient injury or medical intervention reported. No additional information is available.